Event description:
Olympus medical system corp (omsc) was informed that during a colonoscopy polypectomy using the subject device, a physician experienced difficulty removing the snare of the subject device from a polyp about 2cm in seize. It was reported that the physician eventually could remove the snare from the polyp after he operated the handle of the device for several minutes. The facility reportedly completed the procedure using another snare. There was no report of pt injury regarding this report.

Manufacturer narrative:
Omsc followed up with the user facility to obtain add'l info regarding this report. The user reported that they used non-olympus electro surgical unit and the unit had been set for autocut 120w and soft coag 60w, and there might be something irregular in the electro surgical unit. The subject device referenced in this report was returned to omsc for eval. The eval confirmed that there were some burned foreign material on the snare. There were no other abnormalities related to the phenomenon in the subject device and its product record. This report is being submitted as a medical device report in an abundance of caution.